Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak on the side of the homechoice cassette that led to this alarm. Renal therapy services reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.